Manufacturer narrative:
Mindray became aware of the occurrence approximately one year after the day of the event. Mindray attempted to clarify the details of the occurrence, like the specific types of alarms, and collect data for investigation. Due to the lapse of time, most of the occurrence details are unknown, and it is not possible to collect data for investigation. No further investigation can be performed. The customer confirmed that the unit is currently in normal use, and no failures have been reported.

Event description:
The customer reported that on (B)(6) 2023, the tm80 device was in use and during its use, a widened qrs complex appeared, but the telemetry did not trigger an alarm. No patient injury was reported.